Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err hwrf. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and hardware errors were observed. It was reported that receiver was exposed to water damage. The dexcom platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time. The reported event of an error icon display was confirmed. A root cause could not be determined.